Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticmo12.6 -9.0/0.5/075 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively, with no patient injury. On (B)(6) 2022 a replacement lens was implanted and the problem resolved. Cause of event is unknown.